Manufacturer narrative:
Results: the penumbra smart coil's (smart coil) embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned device revealed it had offset coil winds on the proximal end of the embolization coil. This type of damage typically occurs if the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement. The offset coil winds caused resistance when attempting to advance during functional testing. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil within its introducer sheath, and therefore the smart coil was removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.